Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, after inserting the stapler reload, the stapler sureform 60 did not lock and remained open. The knife did not come out. There was no error message on the screen. A fragment fell into the patient and was retried during the same procedure. No post-operative tests were performed. The procedure was completed with no patient injury. The procedure was delayed by more than 30 minutes.intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: no fragments of the instrument fell into the patient; it was only the staples, and they were all retrieved. The issue caused a delay of less than 30 minutes - around 20 minutes. On (B)(6) 2023, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: a green stapler reload was involved in the reported event. The surgical task that was being performed at the time was a section of the pancreas. The stapler did not work at all. The stapler was used once. There were unformed staples, and the tissue was not cut. The tissue was not pushed forward/driven during the firing process. The stapler jaws did not open/release during the firing sequence. The reloading caused the staples to deploy unexpectedly. It was the first stapler firing that was involved in the reported event. The surgeon did not encounter any obstructions, such as clips, staples, or other hard material, between the instrument jaws. No buttress material was used. Almost 100% of staples were malformed. The reload did not get stuck on any tissue. The staples did not release from reload pocket despite forming in sections of the reload where the tissue was intended to be stapled. There is no report of postoperative complications. The images were submitted for review.

Manufacturer narrative:
Based on the claim against the product the stapler sureform 60 did not lock and remained open, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not received the reload accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The failure analysis engineer performed an advanced log review, and the following additional information was obtained: logs show pn 480460-09, ln l90211013-0128, was installed on the system 1x and fired 1 green reload. The 1 clamp and 1 firing attempted were both completed successfully with no pause for compression. The subsequent unclamp was also successful. There were no errors in the dsp logs or msc logs for this procedure. An image was received and submitted for review to isi failure analysis engineer (fae). However, the image review has not been completed. This complaint is considered a reportable event due to the following conclusion: it was alleged that staples fell inside the patient during a da vinci-assisted procedure. The fragments were retrieved during the same procedure with no patient injury. In addition, it was alleged that some staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.